Event description:
A caller reported an error related to their continuous glucose monitor (cgm), specifically error 42, which involved a g7 sensor. Customer technical support provided guidance on conducting a full reset of the pump and assisted the caller through the process. After completing the reset, the pump did not display the cgm error code again. The caller was able to successfully start their sensor session, and there was no adverse impact on the customer's blood glucose level.